Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
Per maude event report form #mw5042139, during an unknown procedure; the stapler was fired in usual/correct fashion. When the stapler was removed the anvil detached from the handle and was left in the colon. It was retrieved with no patient harm. It is not known whether or not the device will be returned.